Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the unspecified procedure, the user found that the power of the subject device was failed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (over 8 years).